Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7113272 UDI: (B)(4).

Event description:
It was reported that the patient with deep brain stimulation (dbs) experienced inadequate symptom control and recurrence of tremors. Multiple reprogramming attempts were unsuccessful. The physician determined that lead migration had not occurred; rather, the initial lead placement was suboptimal for tremor management. The patient underwent revision surgery, during which the original leads were removed and replaced in a more appropriate location. Lead analysis was not performed, as the facility retained them per policy. The patient recovered well postoperatively.